Event description:
Literature: altomare df, ratto c, ganio e, lolli p, masin a, villani rd. Long-term outcome of sacral nerve stimulation for fecal incontinence. Dis colon rectum. 2009; 52(1): 11-17. Summary: all patients with fecal incontinence underwent permanent sacral nerve stimulation. A total patients were available for long-term follow-up lasting at least 5 years (from 1996-2002). No deaths were recorded in the early postoperative period. It was reported that the patient experienced early electrode displacement requiring repositioning. See manufacturer report number: 2182207-2009-03707.